Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2019-00450.

Event description:
The customer obtained blood glucose readings of 230 mg/dl on the contour next one meter and 119 mg/dl on the contour next ez meter at the same time. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next one and contour next ez meters with in-house contour next test strips from lot # 8dpef07c, which gave satisfactory performance.